Event description:
Customer reported to baxter (B)(4) of an administration set that was found to have an unsealed over pouch at one end. The reported condition occurred before use. There are no reports of patient injury, adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reportable unit is a container.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number. If additional information or samples become available, a follow-up report will be submitted.